Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent blocked/occluded. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 18, 2016 that a wallflex¿ biliary rx uncovered stent 10mm x 60mm was implanted on (B)(6) 2015 as part of (B)(4) trial. The patient had a history of cholangiocarcinoma and was enrolled into the study for palliative treatment of a biliary stricture produced by malignant neoplasms with no intended surgery. The patient had one plastic biliary stent, a non-bsc stent and a wallflex uncovered biliary stent placed prior to enrollment in the study. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and no biliary obstructive symptoms were reported. Liver function tests were also performed on (B)(6) 2015. On (B)(6) 2015, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure for study stent placement. The procedure was done in an outpatient setting. A biliary sphincterotomy was performed. No prior placed biliary stents were removed and a balloon sweep was conducted prior to stent placement. Imaging/tissue sampling and a pancreatogram was performed during the stent placement procedure. Prophylactic nsaids were administered to the patient. The stent was implanted in a satisfactory manner during the ercp. On (B)(6) 2016, the patient presented with stent occlusion due to sludge and ingrowth. The patient underwent an outpatient biliary reintervention procedure for sludge removal and restenting. The 10mm x 60mm wallflex uncovered study stent remains implanted and a 10mm x 80mm wf uncovered stent was implanted to complete the procedure.